Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 1. Section d. Box 4. Unique identifier. H3 other text: placeholder.

Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated, and the pull wire was retracted from its original position on the distal tip of the pusher assembly. If this occurs, the embolization coil will detach from its pusher assembly. The detached embolization coil was not returned for evaluation and the returned condition of the device indicates a successful coil detachment attempt. Therefore, the root cause of the reported complaint could not be determined. Further evaluation revealed kinks on the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the fifth to sixth branch of the right hepatic artery using a ruby coil lp, a lp system detachment handle (lp handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the ruby coil lp into the target location using the microcatheter and attempted to detach the coil using the lp handle; however, the ruby coil lp did not detach. The physician then attempted to manually detach the ruby coil lp, without success. Therefore, the physician decided to remove the ruby coil lp. While retracting the ruby coil lp from the microcatheter, the ruby coil lp became stuck and subsequently detached within the microcatheter. Therefore, the microcatheter containing the detached ruby coil lp was removed and the coil was flushed out on the back table. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.